Event description:
Received info that an 840 ventilator graphical user interface (gui) display was inoperable. Device was not being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the de and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). The device passed all tests.

Manufacturer narrative:
(B)(4).